Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing when using lot# 113. Initial elevated results were obtained for three patient samples from the emergency room (ER) department. The elevated results were reported to the physician(s), who questioned the results. The same samples were repeated on an alternate analyzer which produced lower results. The lower results were considered correct and corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing. Siemens reviewed the instrument data and information provided by the customer. Quality control (qc) results were within the laboratory¿s acceptable limits. A siemens customer service engineer (cse) visited the customer site, inspected the instrument, and replaced the im wash separation (ws1 ws2) acrylic assemblies, aspirate probes and assemblies, reseated and aligned ws2. Qc and patient sample replicate testing yielded expected results following the service actions. Return of the patient sample for further investigation is not warranted because the discordant results were not reproducible. Based on the available information, the cause of the elevated results could not be determined, as the replacement and servicing of multiple components were performed as part of standard service actions. A product problem was not identified. The customer is operational, and the reported issue was resolved by troubleshooting.